Event description:
The customer reported that the bellows of the lh 500 hematology analyzer was not draining and less than 30cc of diluted blood had leaked into the drip tray under the diluter and onto the benchtop. The customer indicated that the instrument was also generating multiple errors, such as incomplete tube forward, partial aspiration, and bellows not draining. The customer was wearing a lab coat, gloves and face protection at the time of the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the needle bellows overflowing due to a sticking pinch valve actuator for the needle bellows waste line. Fse resolved the leak by replacing the corroded pilot actuator and associated pinch valve pv21.

Manufacturer narrative:
(B)(4).